Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height (hh) drawer 3.1 had become detached from the rails and could not be closed. A field service engineer (fse) replaced half height drawer 3, reconfigured, and recovered the storage space. The center divider on the new drawer had to be adjusted because drawer 3.2 would not open and close properly. The customer tested the drawers via normal operation. A proactive inspection was performed, and the drawers were tested in diagnostic mode. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a mini cubie drawer that was off its track, would not open any pockets and the drawer could not be shut the customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.